Manufacturer narrative:
Pump trace download analysis confirmed the pump alarmed power error 25, low battery and power loss alarm. The power management tool confirmed power error 25, low battery and power loss alarm were triggered when the battery loaded voltage was less than 3.5 volt for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. No unexpected replace battery now alarms noted.

Event description:
It was reported that the insulin pump had battery issue. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.